Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered while the customer was playing baseball. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (approximately 500 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.